Manufacturer narrative:
The insulin pump was received with intermittent button response and button error alarm due to corroded keypad traces. No moisture damage found on the electronic assembly or motor. The device had a cracked display window corner and a cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump alarmed button error and she was unable to clear the alarm. Blood glucose value 126 mg/dl. The customer explained that the device was exposed to sweat since she was wearing it in her bra. She was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.